Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A health care professional reported that during the ophthalmic surgery, system exhibited aspiration issues. Surgery has been completed. Procedure and patient details were not reported. No impact on patient was reported.

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. The company representative was unable to confirm nor replicate the reported event. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. However, the complaint was determined to not be relevant to this investigation. The system was found to meet specifications. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar incident/event data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that an ophthalmic system experienced an aspiration issue during surgery. Additional information revealed that the problem occurred specifically during the ultrasound phase. To address the issue, the surgeon switched several times to the quarter or epinucleus extraction mode, where the suction functioned correctly. However, when using the sculpture mode, the suction failed, necessitating the procedure to be repeated four times until it operated normally. There was no harm to the patient. This complaint is pertaining the first of three reports received from the initial reporter.